Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female who underwent primary breast augmentation with a 455cc mentor memorygel breast implant experienced left sided baker grade iii capsular contracture post procedure. The device was sitting high. The capsular contracture was diagnosed through a visit to the physician¿s office. As a result, capsulotomy and explant was performed on (B)(6) 2022.

Manufacturer narrative:
Additional information was received on (B)(6) 2022. The explant date was clarified to be (B)(6) 2022. Replacement with a 455cc mentor memorygel breast implant was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on march 24, 2022. The explant was rescheduled on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).